Manufacturer narrative:
Reloaded software; device returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geoipc communication failure caused the device to fail during clinical use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.